Event description:
It was reported that the lead was explanted due to insulation anomaly with externalized conductor. The lead exhibited normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed an internal abrasion with externalized conductor between 8.5cm and 13cm from the distal tip. The ptfe liner was damaged and the inner coil was exposed.